Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each sfc-b 150-035; returned loose, accompanied by the original labeled mylar/tyvek packaging pouch, double-bagged within "zip-lock" style poly pouches. The specimen presents a fracture of the safety ribbon wire with stretched coil damage, in addition to multiple bends/kinks of varying severity and frequency scattered over the length of the device. 2.66cm of the safety ribbon wire and 2.26cm of the core wire are extending through the stretched coil wraps. The safety ribbon wire fracture presents indications of ductile, tensile overload. After obtaining permission, the coil wraps adjacent to the distal tip weld were stretched to reveal the distal aspect of the ribbon wire fracture 0.25mm proximal of the weld mass. Dried blood-like material deposits are present at both ends. No other damage or inconsistencies are noted to the specimen at this time. The proximal joint appears to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported. If additional relevant information is provided at a later date, a follow-up medwatch report will be submitted.

Manufacturer narrative:
The device was not received for analysis at the time this report was submitted; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. If there is any further relevant information received, a follow-up medwatch report will be filed.

Event description:
The wire unraveled inside a stent when the physician was placing the stent and removing the wire. The wire completed shredded the renal coil of the stent. They completed the case with a different wire and stent. No pieces of the device left inside the patient.